Event description:
Baxter received a report stating that stationary column trusystem 7500 was having a total loss of function. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
Baxter is in the process of inspecting the or table. Further investigation is ongoing and all additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Manufacturer narrative:
During on-site investigation the not working operating table could be confirmed. The baxter field service technician performed a reset and the operating table was working as intended. No root cause was identified, no part needed to be exchanged. However, the field service technician updated the firmware to the latest version. A further logfile review indicated several intermittent errors which occurred during the use of the device at the day of the event. A concrete root cause was not identified. According to the instructions for use, in case of a malfunction of the operating table a reset has to be performed. In this case the reset performed by the baxter field service technician solved the temporary issue. Therefore, the user was able to execute the reset and bring the table back to work. Baxter will monitor potential further complaints. Based on this, no further actions are necessary at this time. D4 was updated to reflect the correct UDI of the device. Please refer to (B)(4), as the correct information.

Event description:
Baxter received a report stating that stationary column trusystem 7500 was having a total loss of function. No harm or significant impact to the surgical procedure was reported.